Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) channel. The noise was oversensed. Technical services (ts) suspected the noise was electromagnetic interference (emi) and recommended continued monitoring. This crt-d remains in service and no adverse patient effects were reported.